Manufacturer narrative:
The manufacturer received information alleging a patient died while using a trilogy ventilator. It was confirmed that the patient was not on the ventilator at the time of the reported death. The device was returned to the manufacturer for evaluation. The device was found to operate and alarm as designed.

Event description:
The manufacturer received information alleging a patient died while using a trilogy ventilator. The device has not yet been evaluated by the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.